Event description:
It was reported that during implant, the right ventricular (rv) lead had placement difficulty. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The visual summary analysis of the lead indicated damage at implant and the lead indicated stretching.